Event description:
It was alleged that a patient's magec rod did not appear to be functioning. Upon removal of the rods, tissue pigmentation was observed. The physician revised the rod with a new magec rod without incident.